Event description:
Indication for procedure: acute infection, status-post device upgrade. Procedure: ICD lead removal of a single rv lead; implantation date was 2004. Md attached a lld-ez device to the distal end of the lead, then began lasing with a 16f sls. During the extraction of the cardiac lead, the pt's blood pressure began dropping, medication was given, pt's pressure stabilized. Md again began extracting, the pt's pressure again dropped, an emergent thoracotomy was performed, but resuscitation was unsuccessful. Analysis: there were no devices returned for analysis. No product-related complaints associated with this event reported by the physician. Pt outcome: svc perforation resulting in pt death.

Manufacturer narrative:
MFR dates for all devices: unk.